Event description:
It was reported that the ventilator failed turbine and gas supply test and pressure transducer test during pre-use check. Moreover, the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The reported error was confirmed and the turbine module was found to be the faulty part. The faulty part was replaced however, technical error indicating turbine module communication error was generated. The software version was installed after the replacement of the turbine module. After the service, the pre-use check passed successfully and no abnormal found during ventilation with a test lung for three hours. The evaluation of the provided logs confirms the reported failure. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. If present, the fault will be detected during pre-use check. Our conclusion is that the replaced turbine module was the cause of the reported event. However, the root cause of why the part failed has not been established as it was scrapped and not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 version or model # - previous version or model #: servo-air, corrected version or model #: 6882000.